Event description:
It was reported that the patient experienced a low glucose reading of 40 mg/dl without symptoms and treated with oral glucose; the reading was not confirmed by fingerstick and was reported the following day. Symptoms included asymptomatic hypoglycemia. Outcomes included no reported medical intervention beyond self-treatment and no hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.